Manufacturer narrative:
(B)(4): product investigation cannot be performed as the sample is not available. DHR-review is not possible, because no information about the affected lot-no. Available. Thus failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. (B)(4): actual complaint product investigation cannot be performed as the sample was not available. The device history record has been reviewed with no abnormalities found. The reported problem is known to maquet and has been evaluated under a previous complaint. Within this investigation the centrifugal pump was connected to the rotaflow console and tests have been performed. The results were the following: dry test: < 2500 rpm makes grinding sounds. > 2500 rpm pump runs without abnormalities without noise. Wet test: > 2500 rpm makes slight sounds. < 2500 rpm pump runs without abnormalities without noise. Thus the failure could be confirmed. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted when additional information becomes available.

Event description:
It was reported that after suporting a patient for 30 hours they noticed a rattling sound coming from the beq-hls 7050 USA#hls set advanced 7.0. The sound went away after an hour. There were no changes in any of the measured pressures, nor was there a change in any other measured parameter by the cardiohelp. The disposable is still in use running without incidenet. (B)(4).